Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported all of the buttons on the pump are without function. No adverse event reported. Requested return of the alleged pump for evaluation.